Manufacturer narrative:
The failure investigation has been completed and the alleged battery hot to touch issue was verified. Additionally the alleged battery depletion issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump was hot to the touch while plugged in and charging in room temperature conditions. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 200(mg/dl).